Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: a review of the black box confirmed the complaint of a motor tolerance error. The motor was non-functioning during investigation. The pump was disassembled and investigation revealed a jammed piston in the cartridge compartment. Unrelated to the original compliant, the battery compartment was cracked traveling to the bumper pad.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.